Event description:
One month after treatment with bovine collagen the pt observed symptoms of swelling and a bump on forehead. Physician diagnosed "delayed reaction" to collagen. Physician prescribed oral zithromax.